Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 12/09/2016 stating that there is ra lead issue, likely fractured. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).